Event description:
An x-ray for a post operative follow up on a left distal femur fracture, revealed a broken 4.5mm lcp condylar plate. The plate broke at the junction of the metaphysis and diaphysis. The surgeon noted a non-union. The plate and screws were removed and replaced with another plate and screws.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.